Event description:
During the procedure, excessive friction and premature deployment were experienced with the subject device. No complications with the patient were reported to have occurred during this, which was successfully completed with another unit.